Event description:
Same case as #2134265-2008-04889, 04892, 04893 & 04894. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 75% stenosed lesion was an in-stent restenosis (isr) of a non-bsc stent located in a calcified and moderately tortuous proximal circumflex artery. A taxus express2 3.0x8mm drug eluting stent was deployed at 20 atm's for 16 seconds in the isr lesion. The physician post dilated with a 3.0x12mm quantum maverick balloon. The balloon ruptured at 16 atm's during the second inflation. Two non-bsc balloons were also used and ruptured. Next, the physician attempted to use another 3.0x12mm quantum maverick balloon, however, this balloon also ruptured at 16 atm's on the first inflation. The physician went on to use a 3.0x15mm quantum maverick balloon which ruptured on the initial inflation to 14 atm's for 15 seconds. Finally, the physician tried a 3.0x8mm apex balloon, however, this balloon also ruptured during the initial inflation to 12 atm's for 15 seconds. The post dilation was completed with the apex balloon. The balloon catheters were removed from the patient intact. No patient complications occurred. It was the physician's opinion that "there was a possibility that the taxus stent edge was raised".

Manufacturer narrative:
The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized in the product analysis lab to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located on the proximal edge of the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. There was no indication of a manufacturing defect of anomaly identified within the review of the manufacturing records for the reported batch number. The most probable root cause of this complain is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.